Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an aortic valve replacement (avr) and an air embolus was suspected the next morning which required a session in the hyperbaric. Their system controller was changed to the site's modified hyperbaric system controller and then changed back when the patient returned. 2 log files were sent in for review. The first set of log files, technical services observed the set speed was decreased followed by an intentional pump stop on (B)(6) 2022 at 11:46:23. The pump was reconnected at 13:02:21 where the speed was adjusted back to the set speed of 5300 rpm. After the speed adjustments there were no unusual event captured. On the second set of log files technical services captured low flows associated with high pulsatility index (pi) events that resolved on their on. On (B)(6) 2022 there was a left ventricular assist device (lvad) off at 8:51:38 and was reconnected at 14:30:09, the pump resumed at 14:31:31. It was communicated on 17feb2022 that the arv was considered to be left ventricular assist device (lvad) therapy related as the avr was for progressive aortic regurgitation (ar), which was felt to be accelerated by the lvad therapy. The patient went from trivial ar 08feb2021 to severe ar on 31jan2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic regurgitation and suspected air embolism could not conclusively be established through this evaluation. The submitted system controller event log files collectively contained data from 08:47:31 on (B)(6) 2022 to 08:51:55 on (B)(6) 2022. The log files appear to show the input speed and flow changes associated with the reported aortic valve replacement surgery performed on (B)(6) 2022. On (B)(6) 2022, the log files show two controller exchanges, which is consistent with the report that a different controller was temporarily used while the patient was under hyperbaric conditions. Despite the two pump stops caused by the controller exchanges and an intentional pump stop, the device appears to be functioning as expected. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 5 of the IFU also states that all entrapped air must be removed from the pump blood path to minimize the risk of air embolus. Additionally, section 5 of the IFU, under ¿de-airing the pump,¿ contains instructions for removing residual air from the device blood chamber prior to initiating device activation. The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. No further information provided. The manufacturer is closing the file on this event.